Manufacturer narrative:
H10. Additional information in a1, a2, a3, b5, b7, d6a and g2. Internal reference number: (B)(4).

Event description:
It was reported that after a right bhr on (B)(6) 2013, plaintiff had a femoral neck fracture. Plaintiff underwent a revision surgery on (B)(6) 2021 where head was explanted. Plaintiff outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified to involve this batch. However, as the device is no longer sold, no action is to be taken. No other similar complaints have been identified for the part number and the reported failure mode. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. With the information provided the clinical root cause of the worn-down femoral neck fracture cannot be confirmed. The patient impact beyond the revision and expected transient postop convalescence period cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
It was reported that there was a revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A clinical investigation could not be performed due to insufficient available information. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a thr on 2013 using a bhr system, there was a revision surgery on (B)(6) 2021 due to a fracture on the neck of the femoral head 44mm. The prosthesis were converted to bhdm. The outcome of the patient is unknown.